Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the "pacer is not activated or the pace is deactivated" on the heartstart xl+. There was no negative pt impact.